Manufacturer narrative:
Concomitant medical products: 5086mri58 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. The ra lead was reprogrammed, subsequently capped and replaced during the implantable pulse generator (ipg) changeout procedure. No patient complications have been reported as a result of this event.